Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the inability to close a clamp is confirmed; however, the exact cause is unknown. Two photographs of the extension legs of a dual lumen powerpicc were returned for evaluation. An initial visual observation of the photographs showed the clamp tag on the pinch clamp of the purple lumen was mispositioned and was within the area in which the clamp pinches the extension tubing. While the position of the clamp tag likely prevented closure of the pinch clamp, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause of the mispositioning of the clamp tag. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported clamp is not functioning (unable to close). The defective product was found after opening the package, but before use with patient so new package needed to be opened. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported clamp is not functioning (unable to close). The defective product was found after opening the package, but before use with patient so new package needed to be opened. No other information was provided.